Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation and if additional information is received.

Event description:
It was reported that the large hem-o-lok clip applier instrument would fire/latch but would fail to pull up after the fire. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have multiple input disks broken. Input disk #7 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #6. As a result of the broken inputs the instrument lost tension unable to follow mtm commands. The complaint was confirmed by failure analysis.